Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2008; inratio: 6.5, 5.6; lab: 10.5, 10.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed; date 2008; inratio: 6.5, 5.6; lab: 10.5, 10.5; mean: 8.5, 8.05; confidence limits: cannot be determined. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the lab values were > 5.0. The comparison was not considered inaccurate. Therefore further testing is not required at this time.